Event description:
A report was received that patient had developed an infection at the pocket site. The patient underwent an explant procedure, during which, only the ipg and extensions were removed. The patient's wound broke and was oozing with pus. The patient was given oral antibiotics. The physician believed that the infection was procedure related. The patient was doing well following the procedure.

Event description:
A report was received that patient had developed an infection at the pocket site. The patient underwent an explant procedure, during which, only the ipg and extensions were removed. The patient's wound broke and was oozing with pus. The patient was given oral antibiotics. The physician believed that the infection was procedure related. The patient was doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. Device evaluation indicated that the lead (B)(4) passed visual test performed. A review of the sterile records of the devices found no manufacturing defect as the source of the reported complaint. Damage to the leads is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that patient had developed an infection at the pocket site. The patient underwent an explant procedure, during which, only the ipg and extensions were removed. The patient's wound broke and was oozing with pus. The patient was given oral antibiotics. The physician believed that the infection was procedure related. The patient was doing well following the procedure.

Manufacturer narrative:
Correction to initial MDR field: additional suspect medical device components involved in the event: model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that patient had developed an infection at the pocket site. The patient underwent an explant procedure, during which, only the ipg and extensions were removed. The patient's wound broke and was oozing with pus. The patient was given oral antibiotics. The physician believed that the infection was procedure related. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm additional information was received that half of the paddle lead was returned. Device evaluation indicated that the lead extension ((B)(4)) passed visual test performed.

Event description:
A report was received that patient had developed an infection at the pocket site. The patient underwent an explant procedure, during which, only the ipg and extensions were removed. The patient's wound broke and was oozing with pus. The patient was given oral antibiotics. The physician believed that the infection was procedure related. The patient was doing well following the procedure.